Event description:
It was reported the pocket showed signs of infection; swelling, drainage, incisional wound opening, fever and seroma. It was an unknown infection; a culture was taken from the blood; "nothing grew". An exploration, drainage and wash out of the pump pocket was performed. Oral and IV antibiotics were administered. The patient was followed closely by the physician since the procedure. The physician was "leaning toward rejection of pump". Patient status was noted as: alive - no injury/no adverse event. The pump was delivering fentanyl.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type catheter. (B)(4).